Event description:
It was reported that the customer noticed that there was a small dark spot on the display. When they turned on the pump, it showed a different signal before finishing the initial test. After the test, the pump did not stop alarming even after the stop button was pressed. The pump had to be completely turned off as a result. The pump was in use for 28 months when the incident occurred. Information pertaining to patient outcome was not provided. No patient injury or complications were reported in relation to this event.